Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient¿s spouse. It was reported that the patient had a fall and broke his hip, and that the fall actually caused the device to "break" and the patient needing it replaced on (B)(6) 2018. Caller also noted the patient had a hip replacement (B)(6) 2017. No further complications were reported or are anticipated.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient fell and broke their left hip which was replaced in the hospital, but ever since the fall the patient has had frequency problems. The caller reported that the patient was getting up 12 times each night and as a result of the fall the patient's healthcare provider (hcp) ordered an x-ray. The x-ray showed that everything was still in place, so the caller wanted to check the patient's settings to make sure they are still ok. During the call the patient's stimulation was confirmed to be turned on and set to 0.3 on program 2. The patient was assisted with increasing stimulation to 0.4 where the patient confirmed feeling stimulation. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the patient's healthcare provider (hcp) determined that the root cause of the fall affecting the device is unknown and the issue was not resolved at the time of this report. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient¿s family member. The caller repeated that the patient had a return of symptoms since breaking their hip on (B)(6). The patient had to get up to use the bathroom 23 times last night. The caller requested assistance in changing programs from 2 to 3 and set amplitude to 0.2 volts, which was ok for the patient. It was noted that after changing programs after the previous call the stimulation was uncomfortable for the patient and hurt him quite a bit. The patient has had a neurological condition since prior to implant which may be why the patient is hypersensitive. The patient has never had the setting above 0.4 or0.5 volts. It was advised the patient contact their doctor for programming guidance and further direction. There were no further complications reported or anticipated